Manufacturer narrative:
Eval, results: motion interrupt pan, footboard, siderail.

Event description:
It was reported by service report that the motion interrupt pan was missing. It was further reported the head right siderail and footboard were damaged. It was also reported that the power cord was damaged. No pt involvement or adverse consequences are reported.